Event description:
It was initially reported by the physician that pt has been experiencing tachycardia. Pt's heart beat went from 70 bpm to 120 bpm, then 140 bpm and back down to 130 bpm. This event immediately started after settings were changed. Output current was changed from 0.75 ma to 0.5 ma and the tachycardia event started. Pt has done very well with vns, therefore, pt does not want to remove vns. Device was turned off using the magnet but it did not help the event. Physician indicated that the event does not occur with stimulation but he is not sure it is related to vns or not. Device diagnostics showed everything working within normal limits. Physician indicated that the pt did not pre-history of cardiac events. Pt has no pre-existing medical condition. Physician stated that the event did not occur following any medication change. No intervention has been taken till date. Pt's recent heart rate is 108. Pt continues to have episodes of tachycardia event.